Event description:
It is reported that the patient was revised due to wear. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 4 years and 9 months. The patient's height, weight, age, activity level, sex & build are unknown. No product or x-rays were returned for evaluation. Based on the available information, a definitive root cause can not be ascertained as to the root cause of the wear. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.